Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer called philips for a request swo (service work order) via e-mail. There was no specific alleged malfunction stated. There was no report of patient involvement.